Manufacturer narrative:
This report is submitted on september 17, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2020, in order to change the abutment. The implanted device remains.